Event description:
In preparation for an unspecified ligation procedure, the physician prepared to use a cook 6 shooter saeed multi-band ligator. It was reported that during the visual check of the package they noted the bands were off the device with the package unopened. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the products said to be involved were returned in a white plastic bag with two unopened trays. No lot number was returned with the two unused devices. Device #1, unused: our laboratory evaluation of the unused returned device confirmed the report for bands prematurely deployed in the packaging. Two bands were loose in the packaging and one band was on the stem of the two-way handle. The other three bands were on the barrel as expected, however they appear as if they have moved on the barrel prematurely. No other anomalies were detected with the device. Device #2, unused: our laboratory evaluation of the unused returned device confirmed the report for bands prematurely deployed in the packaging. One band was loose in the packaging. The other five bands were on the barrel as expected, however two of the bands appear as if they have moved on the barrel prematurely. The trigger cord also appeared to be loose between the first two bands that remained on the barrel. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the unused devices confirmed the report for bands prematurely deploying in packaging. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.